Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the front of the phoenix monitor. The reported event occurred during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the machine was inspected on-site by a qualified technician. The reported condition was verified. The cause of the condition was determined to be a cracked pressure transducer (pfs). To correct the condition, the involved pressure transducer was replaced and calibrated and the machine was returned to service. Review of service history for the machine involved in this service complaint determined that the device has not experienced repetitive, frequent or related failures. Should additional relevant information become available, a supplemental report will be submitted.